Event description:
It was reported via repair work order that the footboard functions were intermittent because the footboard pins were out of alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.